Event description:
The account alleged the brake casters are not holding while in brake mode. No pt impact.

Manufacturer narrative:
The account found the brake casters horns, stems and rocker arm are worn. The account replaced the brake caster stem and horn on all brake casters and installed a brake steer upgrade kit to resolve the issue.